Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a specimen cup with residue on the product. Visual inspection found residue on the lens and that the lens is curved in. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5: additional information: lens had been implanted into the od eye. Additional symptoms reported: excessive vault, angle closure, blurred vision. Addition of new pi-yag, phaco-emulsification and iol implantation. Performed refractive lens exchange with pupilloplasty and posterior synechiaelysis on (B)(6) 2020. Status: pseudophakia, encouraged to use +1.25 readers to help with computer and phone. Cause of the event is reported as a patient-related factor, "eye couldn't handle device." H6: linical code 4581 (angle closure). Claim# (B)(4).

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -14.5 diopter, into the patient's eye on (B)(6) 2020. On (B)(6) 2020 the surgeon explanted the lens due to elevated iop.